Manufacturer narrative:
This device was reported as a leading component under 9610612-2021-00356 in the past. Based on the investigation results this device was identified as a involved component instead of a leading component. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. The provided x-ray figure shows at the time of recording a not ideal implantation situation. The bipolar cup cannot develop a sufficient fixation in this position. The root cause for the mentioned subluxed/dislocated hip is an inappropriate implantation situation. The circumstances why it was implanted in this way are unclear. It is possible that patient-related circumstances may have contributed to this. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary. During investigation the leading an involved component changed. Therefore this report and its associated reports got a new structure.

Event description:
X-rays were provided for investigation by customer. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00530 ((B)(6) - nk051s). 9610612-2021-00386 ((B)(6) - nj132k). 9610612-2021-00393 ((B)(6) - nj133k). Involved components: nk093 - centralizer size 13mm. Nj333k - excia l cemented 8/10 size 13mm.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that an excia l cemented 8/10 size 13mm (part # nj333k) was implanted during an right hip arthroplasty procedure performed on (B)(6) 2021. According to the complainant, a dissociation of a 28 millimeter (mm) metal head within a bipolar head from the 8/10 taper after hip hemiarthroplasty occurred. The incident in question relates to a cemented right hip arthroplasty performed with an 8/10 t aper cemented excia stem, a short 28-mm metal head, and a 51-mm bipolar hemiarthroplasty head. Postoperative xrays in the operating room revealed that the hip was subluxated/dislocated. Manipulation of the hip was performed for reduction, during which dissociation of the femoral head and cemented stem occurred. The bipolar head penetrated the pelvis and damaged a blood vessel. The peg of the femoral stem caused a perforation of the bladder. The metal bipolar head was recovered from under the iliac muscle. A trial femoral head was used to cover the peg and the shaft was reduced to prevent the peg from damaging the acetabulum. The trial head also unexpectedly detached from the shaft and entered the pelvis in an area from which it could not be safely retrieved. As a result of the secondary bleeding, the patient required embolization of the bleeding vessel as a separate procedure. The complaint device has not been returned to the manufacturer for evaluation. A revision surgery and additional medical intervention was necessary. Although requested, additional information has not been made available. The adverse event / malfunction is filed under aag reference (B)(4).